Event description:
Additional information later received reported the patient recovered without permanent impairment.the pump was used to deliver morphine and bupivacaine.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).

Event description:
The patient reported that the morphine pump ¿messed up¿ one time and the patient went into convulsions. The pump was used to deliver morphine and an unknown drug. No interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.